Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, they tried to flush the catheter; however, it was not flushing correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. Note: field e1. Initial reporter phone: (B)(6). Note: field h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ was used to represent the video analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which experienced inadequate irrigation and was used on patient. It was initially reported by the customer that during the operation, there was intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported inadequate irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-jan-2026, additional information was received indicating there were no error messages noted from the irrigation pump and the device was used on the patient. The issue was noticed as there was abnormal water discharge from the connecting catheter. The correct catheter settings were selected on the generator and there were no issues with flow rate at the start of irrigation. Based on the additional information received indicating there was an irrigation issue while the device was used on the patient, the event was reassessed as an MDR reportable malfunction.